Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 5.0mmx100mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and dilatation was performed with a 5mm x 10cm non-bsc balloon catheter. Blood flow was recovered and the procedure was completed. No patient complications were reported.